Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon attempted to use the plate, but found that the screws can not be locked in the plate. The surgeon could not use the plate and screws. The surgery was delayed by an unknown amount. There were available parts to be swapped in. No additional intervention was required. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
All screws passed the required functional test successfully. We were not able to reproduce the fault as per event description. The manufacturing documents were reviewed and no complaint related issues were found. No product related fault was found.